Event description:
During right laser endo-ureterectomy for proximal right ureteral stricture, nitinol guidewire separated into 2 pieces. Broken piece was retrieved under direct visualization with stone basket.